Event description:
It was reported by a medical professional that the patient was hospitalized due to severe hypoglycemia. The patient's parents incorrectly set up the max basal setting to 30 per hour, resulting in a 10 times basal overdose. Follow ups were performed to obtain patient information and any information regarding the hospitalization, if new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.